Manufacturer narrative:
Updated: d9, h3, h4, h6, h10. This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 3, 2023. Sampling from: all channels. Cfu:2 cfu/endoscope(2 cfu/100ml). Bacterial identification: bacillaceae. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user: disinfection: a soluscope series 4 oer is used with anios detergent and soluacope paa disinfectant. There were no defects on the automatic endoscopic reprocessor (aer). All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The disinfectant was used within its expiration date. The minimum effective concentration (mec) of the disinfectant solution was meet. The rinse water quality is controlled. The water filter is replaced periodically. Storage: the device was blow-dried with filtered air the device is stored in treatment bag 03. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following non-reportable malfunctions were found during the device evaluation: -charged-coupled device cover lens discoloration, distal end cover scratch, bending section glue white clouded, control unit mouthpiece damaged, air/water cylinder scratched, scope connector cover damaged, specified angle and orientation failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. After reviewing the reprocessing procedure information provided by user/facility, no obvious deviations from the IFU were found. Growth of microorganisms were found through culture testing by the user after reprocessing. Upon culture testing by olympus after reprocessing in accordance with instructions for use (IFU) before repair, the scope tested positive for 2cfus bacillaceae (gram positive bacteria). The results obtained comply with the target level defined in the instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016, for an endoscope subjected to high level disinfection and rinsed with sterile water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for over 100 colony forming units (cfus) of revivable aerobic mesophilic on (B)(6) 2023. All channels were sampled. The device was retested and detected 3 cfus of enterobacteria in the suction channel on (B)(6) 2023. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.